Event description:
Patient came to clinic for a device check. Upon interrogation we realized the lv lead was no capturing. The patient then received a chest x-ray and confirmed the lv lead pulled back into the right atrium. On (B)(6) 2023 we performed a lv lead revision and were able to place the same lead into a l other branch. No patient consequences.